Event description:
Boston scientific crm received information that this device exhibited long charge times during middle of life. The physician elected to increase monitoring to monthly due to the rate of battery depletion. Additional information was received indicating this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, telemetry could not be established. The titanium case was opened and visual inspection found an internal component was damaged while removing the device case. Further testing could not be performed. Although the lack of telemetry was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Manufacturer narrative:
As of today the device remains in service. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available this report will be updated.